Event description:
I am a t1 diabetic and use the omnipod 5 with the dexcom g7 sensor, lately, I seem to be calling dexcom regarding every other sensor with false readings. The readings are off during the first 24 hours or so, but for a 10-day sensor, they really do not work properly the entire time, plus the 12 hour extended time. My sensor today has been reading 50-60 higher than my finger sticks. I have had readings around 177 for most of the morning and when I do a finger stick, I am really around 110. That is a problem. My insulin pump will continue to send insulin and that will cause me to go too low. This afternoon I saw I was 124 with my sensor, checked my blood and was really 70! That is life-threatening and dangerous. I called dexcom to complain about the false and faulty sensor readings and they will send a replacement, but that does not fix the issue that myself and many other patients keep experiencing. I cannot go back to the g6 since my pharmacy express scripts no longer carries that sensor. While I was on the phone my sensor read 101, but I checked my blood and it was 130. Again, being too high with the sensor means my pump will still automatically keep sending the micro-boluses and I really did not need more insulin! I am getting very annoyed at dexcom, as others state when I read their reviews and complaints. Dexcom needs to have their malaysia plant checked for faulty sensors. I do believe the sensor on these new g7s are too short and therefore cause more health concerns and potential life-threatening emergencies. I am still reading 101 at 30 minutes after the dexcom phone calls, but now my blood reading shows 150! So, now my sensor is reporting as low, but I actually need insulin, which my pump will not send automatically since it is under 110. I am so tired of the false reading with these sensors. I am sensitive to most foods and at 150 I need 2 units of insulin and this sensor will prevent that from happening. The readings should not be this far apart.